Event description:
Catheter came entangled in the mitral valve chordea. Pt had open surgery to remove the catheter.

Manufacturer narrative:
The IFU states: "the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus. The lasso is not recommended for use in ventricles."